Event description:
It was reported that the pt was experiencing pain approximately four months post-operatively. The pt underwent surgery to remove the construct. The surgery was reported to have been successfully completed.

Manufacturer narrative:
The device was returned for evaluation. The evaluation is in process at this time. A follow up report will be submitted when our evaluation is completed.